Manufacturer narrative:
Device was received with motor safety circuit failed test found in the pump history file and critical pump error (open book image) alarm during testing due to software error. Unable to verify power failure detected or battery power loss alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a critical pump error and another pump error alarm. The blood glucose level was 107 mg/dl. The customer was unable to clear the pump errors, power loss alarm and program the pump. The troubleshooting was performed for pump error's. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.